Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-13. H6: investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1133937 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 1133937 for contamination. Retention samples from batch 1133937 were not available for inspection. Twenty plates from batch 1133937 were returned as two unopened sleeves in 20pack carton (time stamp 1224). Returned plates were inspected, and 1/20 plates had surface fungal growth. The affected plate was sent do the ID lab, and aspergillus species was identified. Two photos also were received for investigation. One photo shows the bottom of a plate from batch 1133937 (time stamp 1218). The other photo shows the agar surface of an opened plate with four fungal colonies growing. This complaint can be confirmed. Opportunities for improvement of bioburden reduction in the manufacturing process were identified by bd resulting in additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. H3 other text : see h10.

Event description:
It was reported that 15 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had fungal contamination. Customer reporting contamination with 221261 plates, lot 1133937. Bacteria or fungi? Fungi (mold).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had fungal contamination. Customer reporting contamination with 221261 plates, lot 1133937. Bacteria or fungi? Fungi (mold).